Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# v164538, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-45, lot# v164538, implanted: (B)(6) 2008, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient experienced loss of stimulation and therapeutic effect. The stimulation from the epidural lead did not cover the patient¿s pain adequately. The ins battery had not been used for 2 years plus. It was unknown if the battery was depleted. A new non-rechargeable ins and lead were implanted. The company representative reported on (B)(6) 2014 that the doctor cut and removed the existing lead and then replaced it. The facility discarded both. Impedances during the procedure were within normal limits. The patient went home with the ins off and will be seen next week for his first post-op reprogramming. Additional information has been requested.